Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated false elective replacement indicator (eri)/end of service (eos) alerts were triggered related to multiple MRI events. Electrical and mechanical tests performed including output verification did not identify any functional issues. The false eri/eos alerts can be cleared by doing a firmware reload. Despite extensive efforts, the reported events could not be reproduced. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
It was reported that the device reached eri. Abbott technical support was contacted and confirmed that the eri alert was false. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.